Event description:
It was reported that therapy had stopped working in (B)(6) 2010, and the lead was revised approximately 3 months later. It was noted that therapy worked well on (B)(6) 2010 through most of (B)(6) 2010. In (B)(6) 2010, therapeutic benefit was lost again, and pain was experienced in the pts tailbone, which was similar to the sensation that was felt in (B)(6) 2010. It was indicated that only 2 or 3 of the pt's electrodes were working.

Manufacturer narrative:
(B)(4).